Event description:
Asr email notification received. As per email " a phone call from a patient¿s daughter on (B)(6) 2002 around 2:30pm. She indicated that her mother had initially filed a claim related to the asr recall and while initially had no issues, was recently informed by her doctor that she needs a revision surgery of her thr due to high ion metal levels related to her total hip replacement." Doi: (B)(6) 2009. Dor: (B)(6) 2022 (scheduled). Unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation was not possible, as the required lot number was not provided. The information received, will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.